Event description:
It was reported that the ardis implant broke during implantation. Levels treated were l4-s1 for degenerative disc disease and stenosis. The disc space was prepped. Upon implantation in a tlif approach at l5-s1, the ardis implant cracked in half. The cage was removed from the pt and another of the same was used to complete. There was no delay to the case and no impact to the pt.